Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that after 3.6 years at low pacing voltage and pulse width settings, the device was at recommended replacement time (rrt). The device was replaced. No patient complications have been reported as a result of this event.